Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a floseal syringe was cracked. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample (included in the kit box: one unused needle syringe, one empty mixing syringe, one bowl, and instructions for use) was received for evaluation. During visual examination, a crack was observed on the luer of the mixing syringe. The reported condition was verified. The cause of the crack was determined to be in the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.